Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. It was noted at the previous visit in (B)(6) 2023 the remaining longevity was 1.5 years. Technical services discussed reasons the device would revert to safety mode and recommended emergent replacement. The local distributor representative reported the device would be replaced in one week. No adverse patient effects were reported. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. It was noted at the previous visit in february 2023 the remining longevity was 1.5 years. Technical services discussed reasons the device would revert to safety mode and recommended emergent replacement. The local distributor representative reported the device would be replaced in one week. No adverse patient effects were reported. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.